Event description:
During the procedure, while advancing an orbit (637hf0208/15832014) into an unspecified transit 2 (601-251x, lot unknown), the physician experienced severe resistance. The report did not indicate when and where exactly the resistance occurred. During that time, it was noted that the embolic coil of the orbit appeared to be unraveled. Therefore the entire orbit was safely removed from the patient and was replaced for a new one (637hf0208, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. After the complaint product, four ultipaq (catalog and lot all unknown) and six competitor¿s coils(c-stopper/piolax, size unknown) were successfully placed into the target lesion with no further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no unintentional detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolisation for major aortopulmonary collateral artery (mapca) that was not calcified and moderately tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15832014 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: transit 2 (601-251x, lot unknown); new coil (637hf0208, lot unknown); four ultipaq (catalog and lot all unknown); six competitor¿s coils(c-stopper/piolax, size unknown).

Manufacturer narrative:
During a coil embolization for a major aortopulmonary collateral artery (mapca) severe resistance was encountered while advancing an orbit (637hf0208/15832014) into a rapid transit (601-251x, lot unknown). Therefore the entire orbit was safely removed from the patient and was replaced for a new one (637hf0208, lot unknown). During that time, it was noted that the embolic coil of the orbit appeared to be unraveled. It is unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The vessel was not calcified and moderately tortuous. The report did not indicate when and where exactly the resistance occurred. After the orbit coil, four ultipaq (catalog and lot all unknown) and six competitor¿s coils(c-stopper/piolax, size unknown) were successfully placed into the target lesion with no further issues. The orbit was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no unintentional detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The rapid transit is not available for analysis and the lot number is not known; therefore a device history record review cannot be completed. Without the return of the device for analysis and without knowing if subsequent coils were successfully advanced through the rapid transit, no conclusion can be made regarding whether the rapid transit contributed to the resistance during insertion of the orbit; therefore, no corrective actions will be taken at this time. A non-sterile 2x8 orbit helical fill was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and a kink was noted on it. The support coil, gripper and embolic coil were found outside of the introducer in tangled condition. The support coil was found without damage while the gripper presented waves condition and the embolic coil was found stretched. The introducer, the gripper and the embolic coil was inspected under microscope; the introducer was found kinked while the gripper and the embolic coil were found in tangled condition. The gripper presented with a wavy condition and the embolic coil was found stretched. The od from the orbit product was measured and was found within specification. The functional test for advancement through a lab sample microcatheter could not be performed due to the kinks found on the introducer and the hypotube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance during advancement of the orbit system could not be evaluated due to the received conditions of the device. The reported stretched coil was confirmed with analysis of the returned device. Based on the analysis, the reported information and without the return of the concomitant microcatheter a root cause conclusion regarding the reported event cannot be made. With review of the analysis and the device history records review there is no indication of a relationship to the manufacturing process with procedural factors possibly impacting the event. Additionally inspections are in place to prevent devices from leaving the facility with the noted damages. Therefore, no corrective actions will be taken at this time.